Manufacturer narrative:
A ge service rep performed an onsite investigation. Repair info was documented in a different service record. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this complaint.